Event description:
It was reported, the patient ((B)(6)) will undergo surgery on a future date to have her lead repositioned. According to the physician, the procedure will be undertaken in an effort to prevent erosion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.